Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided kidney biopsy the device allegedly self activated after the second slide was primed. A coaxial was not used and another device was exchanged to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided kidney biopsy the device allegedly self activated after the second slide was primed. A coaxial was not used and another device was exchanged to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During functional testing the cannula of the device fired automatically. An x-ray showed insufficient cannula tang engagement, and upon disassembly it was noted that the left bumper was bent within the device housing. Therefore, the investigation is confirmed for the cannula self-activation. However, the investigation will remain inconclusive for the alleged stylet self-activation, as functional testing could not be completed due to the identified failure. The most likely root cause of the reported and identified issue is the bent left bumper. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).